Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 45 mg/dl at the time of the incident. The customer was at 179 mg/dl at the time of the call. The customer was given food and glucose tablets to treat. The customer experienced symptoms such as migraine and vomiting. The customer was wearing the insulin pump during the incident. The customer was not using the sensor as they lost their meter. Troubleshooting was not completed. The insulin pump will not be returned for analysis.